Event description:
On (B)(6) 2018 the user called customer support to report he had received elevated blood glucose readings (27 mmol/l, 20 mmol/l). As a result, he went to the hospital. At the hospital, he received a blood glucose reading of 11 mmol/l.